Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported by the vns patient's mother that the patient's blood pressure was elevated following initial implant surgery on (B)(6) 2015 so the patient was prescribed medication. Follow-up with the physician indicated that the device was programmed on for the first time three weeks following surgery and that the issues occurred prior to programming the device on. Therefore, the physician stated that the issues were not related to vns therapy. The patient was still taking blood pressure medication and stable. Additional information was received stating the physician was unsure if the issues were related to vns surgery. No medication changes preceded the onset of the event.